Manufacturer narrative:
During troubleshooting on the phone with dario's representative, it was determined that the user was using a cartridge of strips that was open for more than a month and was therefore expired. Dario's user guide states in the section precautions: "do not use a test strip expired 1 month from opening. Discard the cartridge 1 month after opening". In addition, it was also determined that the user was using alcohol wipes before testing. Dario's user guide states in the section factors that interfere with blood glucose testing: "alcohol can affect test results". After the above, dario's representative instructed the user to open a new cartridge of strips and test her bg level, which she did and received a reading of 95 mg/dl, which the user stated is in range for her. Since the user's bg reading issue was resolved with new strips, therefore, it can be determined that there was misuse of the strips. This complaint is not confirmed.

Event description:
On (B)(6) 2023, the user contacted dario to report high blood glucose (bg) readings. The user reported receiving a bg reading of 414 mg/dl from her dario meter compared to a bg reading of 120 mg/dl from her non-dario meter.